Event description:
It was reported that this right ventricular lead exhibited noise, oversensing and pacing inhibition of more than 2 seconds. It was suspected that this was due to electromagnetic interference (emi). It was decided to reprogram the device and continue monitoring the patient. This lead remains in service. No further adverse patient effects were reported.